Manufacturer narrative:
Investigation: customer complaint alleges false positive of bactec fx 441385 sn (B)(6). Field service engineering went onsite to investigate and found the software of the fx to be outdated. This is a confirmed failure. CAPA#1233452 addresses issues with previous software versions to strengthen the systems abilities to distinguish anomalies/interference that are not true positive signals. Updating the software solved this issue. There was no sample returned for analysis, and device history review is not required as this complaint does not allege early life failure. No new hazards or risks have been identified. Bd quality will continue to monitor for future failures.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain and subculture were used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer reports several false positive results in drawer a."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain and subculture were used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer reports several false positive results in drawer a."